Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported moderate to severe paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy. Implant technique is often dependent on patient anatomy. It was reported that the valve was well seated and functioning normally. Paravalvular leak is a potential adverse event per the corevalve IFU. Potential factors that can influence the presence paravalvular leak include calcification levels in the native vessel and compliance of the aorta and native vessels. (B)(6). (B)(4).

Event description:
Medtronic received information that 3 weeks following the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular aortic regurgitation was noted. It was reported that the valve was well seated and functioning normally. The decision was made to implant a second corevalve slightly higher than the original corevalve frame. During deployment, while still attached to the delivery catheter system (dcs), the valve moved out of the optimal position. The valve was successfully retrieved from the patient. Another corevalve was implanted 4mm higher than the original implant, resulting in mild paravalvular leak (pvl). No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.